Event description:
Customer complaint allesges "the pvc in the inner part fell off". Alleged issue reported occurred during patient use. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex, 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the tube is cut on the proximal side of the "i.d. 7.0" marking. This caused the wire to unravel out of the tube, leading to the collapse of the inner wall of the tube. Visual examination also revealed that the tube is kinked at multiple locations towards the distal end of the et tube. The kinking observed is consistent with a coil reinforced tube that has been pinched with a high force. No other defects or anomalies were observed. The IFU for this product states, "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "inner pvc fell off" was confirmed based upon the sample received. The returned et tube appears to have been cut on the proximal side of the "i.d. 7.0" marking. This caused the wire to unravel out of the tube, leading to the collapse of the inner wall of the tube. The returned et tube was also found to be kinked at multiple locations towards the distal end of the tube. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Therefore, based on the damages observed, it was determined that operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the pvc in the inner part fell off". Alleged issue reported occurred during patient use. No patient harm reported. Patient condition reported as fine.